Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the front casters low damaged tread. Drive wheels have low tread, and the power switch on the attendant joystick is damaged not holding in place on the off position.